Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-07340. It was reported during ipg replacement (ref. MFR. Report#1627487-2017-04940) high impedance measurements were discovered on lead contacts. Troubleshooting was attempted to no avail. As a result, the physician opted to explant and replace both leads during the procedure. Reportedly, the new leads resolved the issue.